Event description:
Healthcare professional (hcp) of the home pt (hp) reported the hp had an episode of peritonitis while using the homechoice system for apd therapy. Family member of hp contacted baxter's technical service center (tsc) to report the pt experienced vomiting and hypotension while completing previous apd therapy. At the time of the reported incident, the hp's treatment was discontinued and the hp was taken to the hosp. The pt was not admitted and the reporting rn was unable to supply hosp detail, however, the pt was being treated with vancomycin (dose unknown). The tsc assisted the family member of the hp in ending the discontinued therapy and further instruction was provided by the tsc to complete the next therapy. Rn relates that hp responded to treatment and is doing fine.